Event description:
It was reported that a flogard solution administration set was observed to have air in the line. This malfunction was observed during an hourly fluid check in the interventional radiology suite. The set was infusing normal saline on a colleague infusion pump. The customer noticed that the air in line came within 1 cm of the patient. The customer stopped the pump, aspirated the line, changed out the set and pump, and infusion was continued without incident. No air went into the patient; there was no patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. The sample was visually inspected and leak tested. No nonconformances were identified. The reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.